Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's upstream sensor was not working properly. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received the device. The reported problem "upstream sensor was not working properly" was not evaluated for and could not be confirmed through review of the event history log (ehl). The evaluation cannot be performed because pump is no longer in its received condition. The upstream sensor was replaced during the repair process and the device was tested prior to release to ensure the device met all specifications. Should additional relevant information become available, a supplemental report will be submitted.